Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving appropriate high voltage therapy. The high voltage lead impedance measured was high, out of range, during the therapy. Out of range impedance measurements were not reproduced during lead testing. The lead will be monitored.